Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire was difficult to advance and resulted in a dissection. The dissection was covered with an unplanned additional stent. The procedure was completed successfully, and no further complications were reported.